Event description:
On (B)(6) 2013, the pt was implanted with one gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm located at the aortic arch. It was implanted to cover the left carotid and left subclavian artery, so debranching surgery was performed prior to the implantation to secure perfusion to these arteries. The tag device was inserted into 22fr gore dryseal sheath from the right common femoral artery and advanced by itself up to a torturous descending aorta, where the tag device could not advance any further. The physician pushed and pulled the tag device few times to advance it without success, and this caused the constrained stent graft to be slightly displaced to the leading end. The physician then decided not to advance the tag device any further and extract it un-deployed. When the physician tried to pull the tag device back into the sheath, the leading end of the device did not get into it so that the physician extracted the tag device and the sheath with the leading end outside of the sheath. After the tag device and the sheath were extracted, the pt's blood pressure dropped. The physician noticed a piece of artery wall attached to the leading end and found a rupture of the right external iliac artery. The physician then anastomosed a surgical graft to the right common iliac artery and used it as an access. Another dryseal sheath (sdv2428) was inserted into the surgical graft and through the sheath another tag device (tgt3715/(B)(4)) was deployed successfully at the initially planned position. After the procedure, the distal end of the surgical graft was anastomosed with the right external iliac artery and the rupture was repaired. An angiography identified no adverse event including endoleak and the physician competed the procedure. The pt tolerated the procedure. The physician commented that the artery wall was stuck at the leading end outside the sheath and torn with excessive force of the extraction, leading to the rupture. It was reported that 22fr dryseal sheath was used instead of 24fr recommended in the gore tag thoracic endoprosthesis instructions for use to be used with tag device with stent graft diameter of 37 mm, because the diameter of the pt's right external iliac artery was as small as about 7.0mm. The cs commented that withdrawal of the tag device was not successful since the sheath size was not the one recommended and extracting the device with the leading end outside of the sheath caused the rupture, along with the excessive fore of the extraction as commented by the physician.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.